Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
It was reported that implant fractured at the collar height.. Implant was removed with trephine.

Manufacturer narrative:
Zimvie complaint number (B)(4). The following sections have been updated: h3: device evaluated by manufacturer: change ¿no' to 'yes.' One removal tool and one implant were returned for investigation. Visual evaluation of the as returned product identified the implant fractured at collar. Bone identified around threads of implant. Fragment of irt identified within implant and tip confirmed to be fractured. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. A pre-existing condition noted on the per was high bone density (type I). The reported implant was located on tooth # 46 (fdi) and was used for an unknown amount of time. The length of the tool (irt) usage is unknown. The customer did not provide any pictures or x-rays. Review of appropriate documentation: document reviewed: instructions for use - tapered screw-vent and trabecular metal implants, ifu4869 rev 9-10/19. Instructions for use for retriever tools and guide sleeves, IFU 4930i rev 3 ¿ 11/19. Information identified: indications, warnings and precautions. DHR review: DHR review was completed for the subject lot numbers . It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Lot numbers were inspected and passed all acceptance criteria by qa. Complaint history review: complaint history review was performed for the reported lot numbers for similar events and no other complaint was identified. Post market trending review: january post market trending was reviewed and there were no actionable events or corrective actions for the reported event or product. No actionable items have been triggered that will affect complaint handling on our end for this month. Based on the available information, device malfunction did occur, and the reported event was confirmed following visual evaluation.

Event description:
No further event information is available at the time of this report.